Event description:
Received returned damaged lens. Contacted facility for any additional info. The reporter stated, the surgeon used a cc4204a collamer aspheric single plate lens. There was no pt contact. Reporter unable to provide any additional info.

Manufacturer narrative:
(B) (4): evaluation results - (other): visual inspection of the returned product found piece of lens haptic torn off and missing. There was evidence of dark debris on lens. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of this event could not be determined. (B) (4).